Event description:
Cancer (cml) necrosis; I had allergan implants inserted in (B)(6) 2008 by late 2009 I started having health issues starting with, hoshimotos disease in 2010. Doctors started treating me for severe inflammation, late 2011 I was diagnosed with peripheral neuropathy. By 2012 I was suffering from severe depression, mental illness, I had tried to take my own life due to how sick I was becoming, in 2013 I was diagnosed with chronic myeloid leukemia and put on cancer drugs then in 2014 I was then diagnosed with necrosis which started in my hips both right and left, having my right hip replacement surgery during this time all my symptoms were worsening at which time my body started to reject the chemo medication so they then started me on a different medication! My body continued to reject the chemo medication and now putting me on the bone marrow donor list for transplant. Also during this time I developed severe gerd and food regurgitation due to my esophageal sphincter not functioning which in turn ended up with a nissen fundoplication surgery. I have severe osteoarthritis, osteoporosis, in the last couple years my necrosis has developed in both shoulders resulting in the right shoulder replacement. In 2019 I developed an inundating rash with multiple specialist seen and medications having no impact after almost 2 years of failed attempts at relief of symptoms a punch biopsy was performed with the result of hypersensitivity vasculitis diagnosis at this point we realized it was due to my implants! On (B)(6) I had my implants removed including the capsules. During explant the surgeon discovered the right implant had ruptured because it was encapsulated; it had secured the silicone from completely disbursing into my body. I have both implants secured in tubs. All my years of suffering are I feel due to my allergan textured implants. FDA safety report ID#: (B)(4).